Manufacturer narrative:
Device from incident expected to be returned. Conmed will forward device to (B)(4) on receipt. (B)(4) to conduct product investigation. (B)(4) has already been informed of incident by conmed. A supplemental report will be sent when OEM investigation report is received by conmed.

Event description:
Cat# unk - "flexxus metal stent fractured in half. One half of the stent embedded in mucosa of duodenum and caused blockage. Pt complained of pain which led to discovery of problem. Stent was placed in (B)(6) 2009". Additional info received, "the stent was placed on (B)(6) 2009, and then the broken section removed on (B)(6) 2010. The pt is reportedly doing well."